Event description:
It was reported removal of implant #3 due to healing abutment screw being stripped. Implant was replaced same day. No tracking documents for the healing abutment. It was reported stripped healing abutment symptoms as a result of the event: none indicates. Surgical/medical intervention required for permanent damage: not indicated. Additional appointment required: none indicated. Was the procedure completed using another implant or another device? Yes, replaced same day of removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported removal of implant #3 due to healing abutment screw being stripped. Implant was replaced same day. No tracking documents for the healing abutment. Zimvie received one (1) unknown biomet abutment for evaluation. Visual was performed; signs of use was identified. The abutment was damaged and had a damaged drive feature. Due to the abutment damage unable to disengage the abutment. DHR and complaint history review could not be performed since the lot/item number was not provided and unknown. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4) rev 20, the most likely root cause determined from the investigation was torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment was damaged and had a damaged drive feature. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.